Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The patient's mother stated that the pink slide did not move forward, indicating a needle mechanism failure. Insulin was noted to be leaking from the pod site and upon removal of the pod, the cannula was found to be bent. The patient experienced vomiting and tested positive for the presence of ketones; the patient's physician was called. The doctor confirmed the patient had high glucose levels and was positive for ketones. The physician advised the caller to remove the pod and activate a new device. The caller was also instructed to switch to manual mode, reduce the basal rate from 4 to 3, and check ketone levels every three hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.